Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The customer was advised to reload the device software. The software was reloaded to address the issue.